Manufacturer narrative:
Results: although no samples were provided by the customer in support of this complaint, a photograph showing partially filled tubes was provided. Conclusion: this complaint is confirmed on evaluation of the returned photograph showing partially filled tubes.

Event description:
It was reported that bd vacutainer® sst¿ tubes had vacuum problems resulting in insufficient draw. No injury or medical intervention reported.

Manufacturer narrative:
Additional information: DHR/bhr review: no qns or other issues relating to the reported defect were identified in the DHR.